Event description:
It was reported that during a device replacement due to normal eri, externalized conductors were noted on the right ventricular lead. The patient was asymptomatic and no electrical anomalies were observed on the lead. The lead remains implanted and the patient will continue with routine follow-up.